Manufacturer narrative:
Patient information is unknown. Event date unknown. 510k: 1 unknown va-lcp distal humeral plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Telephone number unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported devices were used in the surgery for the distal humeral condylar fracture on (B)(6) 2017. The va-lcp distal humeral plate (3 holes) was used for the procedure. When the final locking to the distal va hole was attempted, it was found that the locking screw was spinning around; thus, the plate could not be locked. When another screw was tried next, the same issue occurred again. When the screw was inserted again in a different angle since the va hole might have been damaged during drilling the bone, there was no improvement. Whichever the direction had the screw been inserted, the torque could not be applied, and the screw was just spinning around as a result. No screw was inserted to the involved hole because its locking did not work. The surgeon seemed to have been following the usual surgical technique. The surgery was extended for 30 minutes but successfully completed. No adverse consequence to the patient was reported. This report is for 1 unknown va-lcp distal humeral plate. This is report 3 of 3 for (B)(4).